Event description:
On (B)(6) 2016 the uchrap universal compact hr adapter plate had a cam lock that was defective. The device was not in contact with a patient, there was no patient injury or death alleged and no revision or medical intervention required.

Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2016. The investigation included: method: DHR review. Rend analysis. Device evaluation. Results: device history record reviewed for this product ID which was manufactured on (B)(6) 2007 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year look back in trackwise for this reported failure and or related to "compact hr adapter plate cam lock is defective" for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. Conclusion: the evaluation of the returned uchrap serial number (B)(4), found the right cam was defective. Also, the retaining screw was missing. The reported complaint of ¿the cam lock would not attach properly¿ was confirmed. The unit was repaired, cleaned and polished and returned to the customer.